Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method, results: the dental office did not respond to requests for further information. We do not know if one or both of the devices were involved. We do not have information on potential cause or concomitant devices. This is the only alleged case of fractures with this device and therefore the frequency of occurrence for this event type since 2011 is (B)(4).no information on device lot/fault.

Event description:
This is the first of two reports on two separate devices for one event. (B)(4) rep. Called to request a follow-up call to dr. (B)(6). She said that he uses venus diamond and durafill. She said that the dealer rep. Reported to her that he was having an issue with internal fractures. Contacted the office several time without any response. Contacted the dealer rep. She said that they do not always respond and that it would be best not to keep calling.